Manufacturer narrative:
A4: added patient weight. B7: added medical history. D1: added brand name. D4: added catalog number. H6: codes 4118/3221 - product identification records for the alleged gore device were provided, however the lot# is not valid, therefore, a review of the manufacturing records could not be performed. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2002: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: recurrent right inguinal hernia. Postoperative diagnosis: recurrent right inguinal hernia, direct. Name of operation: repair of right inguinal hernia using a soft tissue gore-tex patch graft. Anesthesia: general endotracheal by ron bentley, crna. Anesthesiologist: [blank]. Description of operation: ¿with the patient under adequate general endotracheal anesthesia and lying in the supine position, the anterior part of the abdomen was prepped and draped in the usual sterile manner. The previous scar was removed from the right lower quadrant and dissection proceeded using sharp scissors, dissecting the extensive fibrous tissue that was present from the previous surgery. The dissection continued down to the spermatic cord which was isolated with a penrose drain. Search for an indirect sac was negative. There was, however, a direct hernia with weakness of the posterior wall of the inguinal canal. A soft tissue gore-tex patch was used and tailored to the size of the defect and sewn to the borders including the pubic aponeurosis and the inguinal ligament. The patch was attached to all these fibrous structures using interrupted sutures of 2-0 gore-tex suture. When we got to the internal ring of the spermatic cord the patch graft was cut to accommodate the cord and was wrapped around it. It was then attached to the internal oblique aponeurosis using interrupted sutures of the same material. The wound was irrigated with antibiotic solution and a small drain was left in for suction. The incision was closed in one layer using interrupted mattress sutures of 3-0 nylon. The drain was secured to the skin with an interrupted suture of 3-0 nylon also. A pressure dressing was applied. The patient tolerated the procedure well with no significant problems or complications and no unusual bleeding.¿ (B)(6) 2002: (B)(6) medical (B)(6) md. Operative report [handwritten]. Pre-operative diagnosis: recurrent right inguinal hernia. Post-operative diagnosis: same, direct. Procedure: repair of right inguinal hernia with soft tissue gore-tex graft. Surgeon: (B)(6) , md. Assistant: none. Anesthesia: general/[illegible]. Anesthesiologist: (B)(6) , crna. Complications: none. Drains/tubes: one and 8 french drain. Comments: used for right inguinal hernia-[illegible]. (B)(6) 2002: (B)(6) medical center. (B)(6) . Operative note, implant record. [Poor copy quality]. Addendum: soft tissue goretex patch used for right inguinal hernia. Size: 10 cm x 15 cm x 2 [illegible]. Patch was cut and used in smaller size, approximately 1¿ x 2¿. Expiration date: 07/24/2005. Lot number: p17012-036. Item number: 1310015020. (B)(6) 2002: (B)(6) medical center. Implant sticker. Gore-tex soft tissue patch. Item number: 1310015020. Lot number: p17012-036. W.l. Gore & associates. The records confirm a gore-tex® soft-tissue patch (1310015020/p17012-036) was implanted during the procedure. (B)(6) 2002: (B)(6) medical center. (B)(6) . Pathology report. [Poor copy quality]. Specimen number: va, su-02-1859. Clinical diagnosis: recurrent right inguinal hernia. Gross description: the specimen consists of an ellipse of brown wrinkled skin compatible with a scar measuring 4.3 x 0.8 cm in diameters. The subcutaneous tissue is rubbery, thickened, yellowish to gray-white; the subcutaneous tissue measures 1.5 cm in thickness and 1 cm in maximum diameter. Representative sections in one cassette. Microscopic description: examination confirms the diagnosis. Final diagnosis: skin with underlying subcutaneous tissue, right inguinal area; hypertrophic scar with suture granulomas. Comment: the scar tissue is not as hypocellular and dense as expected for a keloid. (B)(6) 2006: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnoses: right groin pain and recurrent right inguinal hernia, painful ejaculation. Postoperative diagnoses: right groin pain and recurrent right inguinal hernia, painful ejaculation. Operative procedure: exploration of right groin, explant of mesh, repair of recurrent inguinal hernia with mesh, vasectomy and placement of on-q pain pump local anesthetic infusion catheter. Assistant: (B)(6) , md. Anesthesia: general by harlingen anesthesia associates. Complications: none. Estimated blood loss: minimal. Findings: gore-tex mesh rolled up eccentrically, bulging into the right groin superficial tissue, recurrent right inguinal hernia. Extensive fibrosis. Procedure: ¿with the patient in the supine position under adequate general anesthesia, he was prepped and draped in the usual sterile fashion. The right groin was explored through a secondary oblique inguinal incision carried down through the skin and subcutaneous tissue. Extensive scar tissue was identified and incised with cautery. The external oblique was incised. There was a bundled up gore-tex mesh that was rolled up into the superficial subcutaneous tissue exiting through the external ring. This was followed down into the groin towards the pubic tubercle. It was densely adherent and secured with a combination of prolene and gore-tex sutures. These were all taken down and the mesh completely circumferentially mobilized and excised. There was a recurrent small direct hernia defect which was plugged with a bard mesh plug and secured circumferentially with interrupted 0 ethibond popoff sutures. An onlay patch was then laid on the floor of the canal and secured to help the attachments with 0 ethibond popoff sutures. The vas was then identified, clamped proximally and distally and a segment excised and submitted for pathology. The vas was then ligated with silk ligatures. The wound was irrigated with an antibiotic irrigation solution and hemostasis was secured and assured and the wound was infiltrated with local anesthetic for postoperative analgesia. The external oblique aponeurosis was then approximated with 3-0 monocryl as was the subcutaneous tissue. An on-q pain pump local anesthetic infusion catheter was delivered into the depth of the wound and secured with a steri-strip. The subcutaneous tissue was irrigated and the skin was closed in layers with interrupted 3-0 monocryl and 4-0 monocryl subcuticular closure. Dermabond dressing was applied. At the completion of the procedure, final counts were correct and there were no complications noted.¿ (B)(6) 2006: (B)(6) medical center. (B)(6) md, (B)(6) md, (B)(6) , mlt, c.t. (Ascp). Pathology report. Case number: (B)(4). Final pathologic diagnosis: partial right vasectomy; complete transection of segment of benign vas deferens. Removal of explanted right groin mesh; marlex mesh & fibrotic tissue, gross diagnosis only. Gross description: vas right: labeled vas right. Received in formalin is a pink-tan tubular structure measuring 8 mm in length and up to 2 mm in diameter. Tissue is serially cross-section, te one block, labeled 1. Explanted mesh right groin: labeled explanted mesh right groin. Received in formalin is a strip of explanted marlex mesh with attached fibrous scar tissue and four blue sutures in various locations and measures 7 x 2 x 0.5 cm. No sections. Microscopic description: 1 h&e slide is reviewed. [Discrepancy; per operative report gore-tex mesh was removed. Per pathology report, mesh identified as marlex.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore-tex® soft tissue patch instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D4: added lot #, expiration date. H4: added device manufacture date.

Manufacturer narrative:
H6: additional health effect- clinical code. H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available for ¿withdrawn complaint¿ .h6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g07002: appropriate term not available for false claim . This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected and ¿withdrawn.¿ previous patient code (3191: appropriate term not available for "mesh rolled up" and "mesh failure.") Was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6) 2002 through (B)(6) 2006 and not all records received in this time span are relevant to the gore-tex® soft-tissue patch. ¿ medical records from (B)(6) 2002 through (B)(6) 2006 were not provided. Patient information: medical history: ¿ smoking - (B)(6) 2002: smokes ¿ (B)(6) 2006: recurrent right inguinal hernia surgical procedures: ¿ unknown date: right inguinal hernia repair. ¿ (B)(6) 2002: repair of right inguinal hernia. Implant: gore-tex® soft-tissue patch. ¿ (B)(6) 2006: exploration of right groin, explant of mesh, repair of recurrent inguinal hernia with mesh, vasectomy and placement of on-q pain pump local anesthetic infusion catheter. [Implant: bard mesh plug] implant preoperative complaints: ¿ (B)(6) 2002: ¿preoperative diagnosis: recurrent right inguinal hernia.¿ implant procedure: repair of right inguinal hernia using a soft tissue gore-tex patch graft. [Implant: gore-tex® soft-tissue patch, 1310015020/p17012-036, 10cm x 15cm x 2mm thick] implant date:(B)(6) 2002 ¿ wound classification: unknown ¿ description of hernia being treated: ¿the previous scar was removed from the right lower quadrant and dissection proceeded using sharp scissors, dissecting the extensive fibrous tissue that was present from the previous surgery. The dissection continued down to the spermatic cord which was isolated with a penrose drain. Search for an indirect sac was negative. There was, however, a direct hernia with weakness of the posterior wall of the inguinal canal.¿ ¿ implant size and fixation: ¿a soft tissue gore-tex patch was used and tailored to the size of the defect and sewn to the borders including the pubic aponeurosis and the inguinal ligament. The patch was attached to all these fibrous structures using interrupted sutures of 2-0 gore-tex suture. When we got to the internal ring of the spermatic cord the patch graft was cut to accommodate the cord and was wrapped around it. It was then attached to the internal oblique aponeurosis using interrupted sutures of the same material. The wound was irrigated with antibiotic solution and a small drain was left in for suction. The incision was closed in one layer using interrupted mattress sutures of 3-0 nylon. The drain was secured to the skin with an interrupted suture of 3-0 nylon also.¿ ¿ (B)(6) 2002: operative note, implant record: addendum: ¿soft tissue goretex patch used for right inguinal hernia. Size: 10 cm x 15 cm x 2 [illegible]. Patch was cut and used in smaller size, approximately 1¿ [inch] x 2¿ [inches] .¿ ¿ (B)(6) 2002: pathology report: - gross description: ¿the specimen consists of an ellipse of brown wrinkled skin compatible with a scar measuring 4.3 x 0.8 cm in diameters. The subcutaneous tissue is rubbery, thickened, yellowish to gray-white; the subcutaneous tissue measures 1.5 cm in thickness and 1 cm in maximum diameter.¿ - final diagnosis: ¿skin with underlying subcutaneous tissue, right inguinal area; hypertrophic scar with suture granulomas. Comment: the scar tissue is not as hypocellular and dense as expected for a keloid.¿ relevant medical information ¿ (B)(6) 2006: preoperative diagnoses: ¿right groin pain and recurrent right inguinal hernia, painful ejaculation.¿ exploration of right groin, explant of mesh, repair of recurrent inguinal hernia with mesh, vasectomy and placement of on-q pain pump local anesthetic infusion catheter. [Implant: bard mesh plug] - wound classification: unknown - findings: ¿gore-tex mesh rolled up eccentrically, bulging into the right groin superficial tissue, recurrent right inguinal hernia . Extensive fibrosis.¿ - procedure: ¿the right groin was explored through a secondary oblique inguinal incision carried down through the skin and subcutaneous tissue. Extensive scar tissue was identified and incised with cautery. The external oblique was incised. There was a bundled up gore-tex mesh that was rolled up into the superficial subcutaneous tissue exiting through the external ring. This was followed down into the groin towards the pubic tubercle. It was densely adherent and secured with a combination of prolene and gore-tex sutures. These were all taken down and the mesh completely circumferentially mobilized and excised. There was a recurrent small direct hernia defect which was plugged with a bard mesh plug and secured circumferentially with interrupted 0 ethibond popoff sutures. An onlay patch was then laid on the floor of the canal and secured to help the attachments with 0 ethibond popoff sutures. The vas was then identified, clamped proximally and distally and a segment excised and submitted for pathology. The vas was then ligated with silk ligatures. The wound was irrigated with an antibiotic irrigation solution and hemostasis was secured and assured and the wound was infiltrated with local anesthetic for postoperative analgesia. The external oblique aponeurosis was then approximated with 3-0 monocryl as was the subcutaneous tissue. An on-q pain pump local anesthetic infusion catheter was delivered into the depth of the wound and secured with a steri-strip. The subcutaneous tissue was irrigated and the skin was closed in layers with interrupted 3-0 monocryl and 4-0 monocryl subcuticular closure. Dermabond dressing was applied. At the completion of the procedure, final counts were correct and there were no complications noted.¿ - (B)(6) 2006: pathology report: - final pathologic diagnosis: ¿partial right vasectomy; complete transection of segment of benign vas deferens. Removal of explanted right groin mesh; marlex mesh & fibrotic tissue, gross diagnosis only.¿ - gross description: ¿vas right: labeled vas right. Received in formalin is a pink-tan tubular structure measuring 8 mm in length and up to 2 mm in diameter. Tissue is serially cross-section, te one block, labeled 1. Explanted mesh right groin: labeled explanted mesh right groin. Received in formalin is a strip of explanted marlex mesh with attached fibrous scar tissue and four blue sutures in various locations and measures 7 x 2 x 0.5 cm.¿ conclusion: it should be noted that the gore-tex® soft-tissue patch biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The initial reporter's complete address is (B)(6). It should be noted that the unknown gore device instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open inguinal hernia repair on (B)(6) 2002 whereby an unknown gore device was implanted. The complaint alleges that on (B)(6) 2006 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: "mesh rolled up, mesh failure, mesh removal and additional surgery." Additional event specific information was not provided.